Event description:
Discordant sodium and chloride results were obtained on multiple patients on an advia 1800 instrument. The discordant results were released to the physician(s), who questioned them. The samples were repeated on an alternate instrument and the repeated results obtained were reported to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse checked the ion selective electrode performance and performed a total service call on the instrument. The cause of the discordant sodium and chloride results was unknown. The cse successfully ran qc. The instrument is performing within specifications. No further evaluation of the device is required.